Event description:
During removal of ruptured silicone implants, breast retractor, not in use, came in contact with patient's skin. The connection from the light cord to the lighted retractor adaptor had become extremely hot. The contact of this connection to the patient's skin caused a small thermal burn on the patient's left upper breast.